Event description:
It was reported that since the last follow-up appointment, a substantial decrease in battery longevity was noted from this device. Boston scientific technical services was contacted and confirmed the battery was depleting prematurely. Device replacement was recommended within 60 days. At this time, the device remains implanted and in-service. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was analyzed and the battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was not included in the advisory population.

Event description:
It was reported that since the last follow-up appointment, a substantial decrease in battery longevity was noted from this device. Boston scientific technical services was contacted and confirmed the battery was depleting prematurely. Device replacement was recommended within 60 days. The device was subsequently explanted and replaced to resolve the event and no additional adverse effects were reported. The device was received for analysis.

Event description:
It was reported that since the last follow-up appointment, a substantial decrease in battery longevity was noted from this device. Boston scientific technical services was contacted and confirmed the battery was depleting prematurely. Device replacement was recommended within 60 days. At this time, the device remains implanted and in-service. No adverse patient effects were reported.